Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12174. It was reported the patient experienced inadequate pain relief in their left sided lower back. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced with a paddle lead. Reportedly, therapy was achieved post operatively.